Manufacturer narrative:
A visual and tactile examination of the returned uromax ultra balloon dilatation catheter revealed that three areas along the length of the catheter were kinked. The kinks were located at 49 mm, 198 mm, and 379 mm distal to the strain relief of the catheter. The balloon was folded and fully wrapped around the catheter of the device. The device was passed over a boston scientific 0.038-inch guidewire and slight resistance was met at the kinked areas of the catheter. No other issues were noted with the device. The most probable root cause of the defect was determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during preparation when the package was opened, the nurse noticed that the tubing was crimped and unusable. There was no damage to the packaging. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition following the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during preparation when the package was opened, the nurse noticed that the tubing was crimped and unusable. There was no damage to the packaging. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition following the procedure was reported to be "fine."